Event description:
Upon internal review on 15-mar-2017, the case initially assessed as non-serious was upgraded to serious as the seriousness criterion of important medical event was added for the event of could not even walk. This unsolicited device case from united states was received on 11-dec-2015 from a patient. This case involves a (B)(6) male patient who received treatment with synvisc one and after unknown latency he was in so much pain during the injection, right after the injection he began to cry and could not even walk; after few days entire leg began to swell like a balloon from his ankle to his hip/ swelling from right thigh down to his right foot and had terrible pain. The patient had received synvisc one several times in the past. The patient had a past medical history of receiving synvisc injections in left knee in 2006 without incident and good success. He eventually had a left knee replacement. In 2014, the patient started to have problems in his right knee and received synvisc one on (B)(6) 2014 and (B)(6) 2015 in his right knee with good results. No concomitant medication or concurrent condition was reported. On an unknown date in 2015, the day before (B)(6), the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into right knee. It was reported that the patient was in so much pain during the injection and right after that he began to cry (latency: unknown). On an unknown date in 2015, few days after receiving the injection, his entire leg began to swell like a balloon from his ankle to his hip. The patient was in terrible pain and could not even walk. As of (B)(6) 2015, his leg was still swollen and ice and elevation was not helping much. The patient experienced swelling and pain from right thigh down to his right foot. The patient went to see the physician who injected the synvisc one and discovered that the physician had left the practice and had to find another physician. On an unknown date, the swelling did abate after two to three weeks but pain remained. The patient was certain that he needed a right knee replacement but due to being (B)(6), did not feel that was the best course of action. Corrective treatment: ice and elevation for entire leg began to swell like a balloon from his ankle to his hip/ swelling from right thigh down to his right foot; not reported for rest of the events outcome: recovered for entire leg began to swell like a balloon from his ankle to his hip/ swelling from right thigh down to his right foot; not recovered for he was in so much pain during the injection and unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event (ime) for could not even walk additional information was received on 18-dec-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 15-mar-2017 from the patient. The age and medical history of the patient were added. The verbatim for the event of entire leg began to swell like a balloon from his ankle to his hip was updated to entire leg began to swell like a balloon from his ankle to his hip/ swelling from right thigh down to his right foot. The suspect product start date, location and operator of injection were added. The action taken was updated. The outcome for the event of entire leg began to swell like a balloon from his ankle to his hip/ swelling from right thigh down to his right foot was updated from not recovered to recovered and that of the event of he was in so much pain during the injection was updated from unknown to recovered. Clinical course updated and text amended accordingly. Upon internal review on 15-mar-2017, the seriousness criterion of ime was added for the event of could not even walk and the case was upgraded to serious. Additional information was received on 23-mar-2017. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated 23-mar-2017 : this case concerns a male patient who received treatment with synvisc one and was unable to walk. On the basis of significant temporal relationship and site of reaction the causal role of suspect cannot be excluded in occurrence of the event. However, further information on risk factors and concomitant medications precludes the complete case assessment. (B)(4) comment dated 15-mar-2017: this case concerns a patient who received treatment with synvisc one and later experienced pain, swelling of leg and was unable to walk. On the basis of significant temporal relationship and site of reaction the causal role of suspect cannot be excluded in occurrence of the event. Furthermore due to lack of information regarding underlying conditionm, technique of injection, patient's medical history and concurrent conditions precludes complete medical assessment of the case.

Event description:
Upon internal review on (B)(6) 2017, the case initially assessed as non-serious was upgraded to serious as the seriousness criterion of important medical event was added for the event of could not even walk. This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case involves a (B)(6) year old male patient who received treatment with synvisc one and after unknown latency he was in so much pain during the injection, right after the injection he began to cry and could not even walk; after few days entire leg began to swell like a balloon from his ankle to his hip/ swelling from right thigh down to his right foot and had terrible pain. The patient had received synvisc one several times in the past. The patient had a past medical history of receiving synvisc injections in left knee in 2006 without incident and good success. He eventually had a left knee replacement. In 2014, the patient started to have problems in his right knee and received synvisc one on (B)(6) 2014 and (B)(6) 2015 in his right knee with good results. No concomitant medication or concurrent condition was reported. On an unknown date in 2015, the day before (B)(6), the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into right knee. It was reported that the patient was in so much pain during the injection and right after that he began to cry (latency: unknown). On an unknown date in 2015, few days after receiving the injection, his entire leg began to swell like a balloon from his ankle to his hip. The patient was in terrible pain and could not even walk. As of (B)(6) 2015, his leg was still swollen and ice and elevation was not helping much. The patient experienced swelling and pain from right thigh down to his right foot. The patient went to see the physician who injected the synvisc one and discovered that the physician had left the practice and had to find another physician. On an unknown date, the swelling did abate after two to three weeks but pain remained. The patient was certain that he needed a right knee replacement but due to being (B)(6) years old, did not feel that was the best course of action. Corrective treatment: ice and elevation for entire leg began to swell like a balloon from his ankle to his hip/ swelling from right thigh down to his right foot; not reported for rest of the events outcome: recovered for entire leg began to swell like a balloon from his ankle to his hip/ swelling from right thigh down to his right foot; not recovered for he was in so much pain during the injection and unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event (ime) for could not even walk additional information was received on (B)(6) 2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2017 from the patient. The age and medical history of the patient were added. The verbatim for the event of entire leg began to swell like a balloon from his ankle to his hip was updated to entire leg began to swell like a balloon from his ankle to his hip/ swelling from right thigh down to his right foot. The suspect product start date, location and operator of injection were added. The action taken was updated. The outcome for the event of entire leg began to swell like a balloon from his ankle to his hip/ swelling from right thigh down to his right foot was updated from not recovered to recovered and that of the event of he was in so much pain during the injection was updated from unknown to recovered. Clinical course updated and text amended accordingly. Upon internal review on (B)(6) 2017, the seriousness criterion of ime was added for the event of could not even walk and the case was upgraded to serious. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc one and later experienced pain, swelling of leg and was unable to walk. On the basis of significant temporal relationship and site of reaction the causal role of suspect cannot be excluded in occurrence of the event. Furthermore due to lack of information regarding technique of injection, patient's medical history and concurrent conditions precludes complete medical assessment of the case.